Event description:
The customer reported that at the time a pt expired, the philips device did not provide a wave review.

Manufacturer narrative:
The customer reported that at the time a pt expired, the philips device did not provide a wave review. Based on the available, initial info, this issue would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. Philips is reporting this incident only because there was a death while a philips central station was in use. Philips is in the process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).